Event description:
An ophthalmologist reported following an intraocular lens (iol) implant procedure, a patient developed endophthalmitis, a hypopyon and vitreous clouding was confirmed. The patient was hospitalized, the iol was removed and vitrectomy was performed. The patient experienced decreased visual acuity, haze and a dot in the vision. The iol was not replaced. A bacterium inspection was performed and the result was negative.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Manufacturer narrative:
Evaluation summary: the customer indicated the use of an approved cartridge, handpiece and viscoelastic. The cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(6) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(6) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(6) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(6) market. A corrective and preventive action has been instituted; the investigation is ongoing. (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that on the fifth postoperative day the patient claimed to have blurred vision. The following day, the patient reported a dot present in visual field. There was no hyperemia or pain. The surgeon observed corneal edema (wound only), anterior chamber cell and a posterior vitreous detachment. The patient was treated with steroids. The symptoms improved after the initial medical treatment. On the seventh postoperative day, there was corneal edema, anterior chamber cells, anterior chamber flare, hypopyon, vitreous clouding, peripheral vitreous opacities peripheral retina point like exudative plaques observed. Bacterial endophthalmitis was suspected because it showed exacerbation of inflammation. An anterior washout, vitrectomy and an explantation of the iol were performed on the seventh postoperative day. The patient was treated with antibiotics. The outcome after the surgical procedure was documented as recovered. The surgeons clinical judgement is that the event was non-infectious. A bacteriological test was performed with a negative result. Bacteria was not detected from either conjunctiva, aqueous humor, vitreous, nor lens deposits. Hyperemia was not strong.